Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reaq0385 showed no other similar product complaint(s) from this lot number.

Event description:
When flushing the catheter a bulge on the arm of the patient was noted (without loss of liquid). Upon removal, it was noted that the catheter presented two breaks at about 5cm from the end of the catheter. It was reported that the catheter was implanted on (B)(6) 2016. There was no patient injury reported.